Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were connected to unspecified primary tubing sets and were being used for piggyback deliveries of an unspecified concentration of pitocin via unspecified pump. The heights of the solution containers were not specified. After unspecified lengths of time in use, the nurses noted the pitocin was not delivering. The tubing sets were replaced the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received.